Event description:
Information received indicated that the hi/low head section of the bed drifts down.

Manufacturer narrative:
Technician found that the hi/low head section slowly drifts down because the valve is stuck. Replaced hi/low head down valve to resolve this issue.